Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority 30166 (max air exceeded) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during a dwell phase of automated peritoneal dialysis therapy. The hp reported that there was a disconnection between supply line and supply bag. Renal therapy services reviewed proper procedures per the user manual with the hp and the hp would start over with new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.